Event description:
The customer reported that the service indicator was illuminated and their device would not complete the boot up process. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed system controller and user interface pcb assemblies. It was determined that the cause of the reported failure was due to a broken and damaged filter, designator fl3 from the system controller pcb assembly. The filter was no longer making any solder contact.